Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter started to have a power issue (does not turn on) at 7pm five days prior, which resulted in 2 days of not being able to test. As a result of not being able to test, the pt was reportedly guessing how much novolog to take. Typically the pt takes a sliding scale of novolog along with his fixed dosage of lantus. Three days prior to original date around noon, he started to have lower back pain, dry mouth, and was drinking a lot. He indicated that these symptoms are indicative of high blood glucose levels. He guessed how much insulin to take and took 16 units of novolog. Approximately 2 hours later, he purchased a one touch ultramini meter and obtained a "hi" meter result, which indicates a blood glucose level above 600 mg/dl. He took additional insulin (unk dosage) at this time. Later the same day at dinnertime, his blood glucose levels went down to the 200's and he was feeling better. No other forms of treatment were reported. The customer care advocate (cca) went through troubleshooting with the pt and noted that the power issue was unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed hyperglycemia as a result of a power issue with his meter. In addition, the power issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.